Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-50 serial#: (B)(4) description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patients midline incision was swollen and hurting. An injection was administered for the procedural pain. No further course of action will be taken at this time.